Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the patient had elevated a1c levels. The alleged issue does not meet the criteria for a serious injury. This complaint is being reported because it was not resolved at the time of contact.

Manufacturer narrative:
Follow-up #1: date of submission 09/13/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/18/2016 with the following findings: the pump's black box data from the date of the event had been overwritten due to continued use of the pump. The pump completed a 24 hour duration test with no issues observed. The pump was able to deliver programmed boluses with no problems. The alleged issue could not be duplicated.